Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing confirmed the reported event. The noise was caused by a faulty printed circuit board. In addition, the bezel plate (protective panel) was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the image was noisy during a diagnostic tracheoscopy procedure. The noise prevented the subject from being clearly visible. The procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a noisy image due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.